Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high rv coil impedance. A fracture of the rv coil was confirmed. The rv lead was capped. No patient complications have been reported as a result of this event.